Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cable tensioner was not able to be used during a surgical procedure on (B)(6) 2015. The tensioner could be moved, but not enough to reach the desired tension. The surgeon tightened the cable with his hands. The procedure was delayed by ten (10) minutes. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.